Event description:
It was reported a vns patient presented with an increase in seizures (B) (6) 2007. On (B) (6) 2007, the patient's device could not be interrogated due to suspected eos, but the patient's seizures were normal. The patient underwent generator replacement surgery due to end of service. Good faith attempts to obtain additional information have been unsuccessful to date.